Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample tested on a vitros xt 7600 integrated system. The definitive assignable cause could not be determined with the limited information provided. The customer did not provide the requested information regarding routine quality control (qc) fluid lot number or manufacturer. For this reason, historical qc results could not be appropriately evaluated against peer data, and it could not be determined if vitros tropi es reagent lot 5740 was a potential contributor to the event, despite performing within the customer's expectations. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 5740. A diagnostic within-run precision test was requested in order to determine if the vitros xt 7600 integrated system was performing as intended, however, the customer has not provided any precision data to this date. An instrument issue cannot be completely ruled out as a potential contributor to this event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was unknown if the customer was following the sample collection device manufacturer's recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample tested on a vitros xt 7600 integrated system. Patient sample 1 result of 0.267 ng/ml vs. The expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tropi es result of 0.267 ng/ml was reported to the physician; however, the physician questioned the result. It is unknown whether or not the physician stopped, prevented, or altered any patient treatment as a result of this event. However, a corrected report has been issued for the affected result and the customer has not informed the ortho tsc of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).